Event description:
Customer reported receiving erratic readings on their blood glucose monitor. Customer reported receiving readings of 127 mg/dl, 105 mg/dl and a "hi" (501 mg/dl) within 10 minutes. All tests were performed on the arm. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). Customer's meter has been returned to the lab and product testing did not confirm the readings complaint. The reported readings were found in the meter's hyperterminal. All results were within range specification and no errors were observed during control solution testing. Note: a blood glucose reading above 500 mg/dl will give a reading of "hi" in the adc meter.